Manufacturer narrative:
Correction: the g4 date for follow up number 002 is 2020-02-12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their implantable neurostimulator (ins) started working again until they were doing rehab of walking on a treadmill for three days in a row. The patient stated that they felt a pain in their groin and thought they pulled a muscle, but it was determined that they didn¿t and they actually had a hernia. The patient stated during the hernia surgery, they ¿messed up¿ the programming. It was reported that the patient lost one of their programs after the hernia surgery. The patient mentioned that they had been working with a manufacturer representative to try to get their original programming back. The patient stated that they thought ¿an electric thing kicked the program out.¿ it was noted that the patient had been trying to re-create the programs that covered their pain but had no luck. Additional information was received from the patient on 2020-jan-02. It was reported that their hernia popped out when walking on the treadmill and they lost a program after surgery, which is what led to the loss of pain relief. The patient stated that they received new programs on (B)(6) and (B)(6) in order to resolve the loss of pain relief. However, the issue still hadn¿t been resolved even after receiving another new program on (B)(6). It was noted that the patient¿s hernia surgery took place on (B)(6) and they first observed the loss of pain relief on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
H6: additional review indicated device code c63002 is not applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an unrelated surgery and after that their implant quit working to kill their pain in their lower back, they had terrible pain over their right side about where the kidney was at and the pain came around to where their stomach was at. The patient stated that they could hardly walk and they were using a cane at the moment. The patient told their doctor about the stimulator not working after the hernia surgery and the doctor said sometimes electronics will mess up stimulator programs so the patient went in for an appointment last wednesday ((B)(6) 2019) and the rep got their stimulator going again and it worked fine until (B)(6) 2019 and the therapy quit working for the patient because they were in pain again. They stated that it was a worse pain than they had before. It was reported that the patient called the rep and left a voicemail with them, but hadn¿t heard back. It was reported that after the stimulator quit working for their pain they tried to increase stimulation on their current group-d, and had tried their other groups, but this didn¿t resolve anything. It was reported that the stimulator showed their patient programmer was on. The patient was redirected to follow-up with their healthcare provider (hcp) to see a rep for possible programming. It was reported that the patient was on vacation in florida until (B)(6) 2019 and requested to reach out to the field to see if any reps would be willing to meet with them. A list of healthcare provider (hcp) were offered and the patient stated they would call for a list if they didn¿t hear from their rep as an email was sent out to the local reps in (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was not responding to the therapy. The hcp reported that the patient¿s device was explanted and the issue was resolved. No further complications were reported or anticipated.